Event description:
Two-level pyrenees cervical plate broke approx five months post-operatively. Pt was revised.

Manufacturer narrative:
The device was examined under microscope and the mfg and inspection records were reviewed. The plate was made according to specification and there were no mfg defects noted. The plate has been sent to an independent laboratory for eval however, that analysis is not yet complete. The pt is suspected to have a pseudoarthrosis and this may have contributed to the outcome however, because no film conclusions can be drawn, this incident is being reported as a precaution.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the plate fracturing was due to mechanical overload in unidirectional bending fatigue. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged plate fracture concerns raised in this incident, therefore, no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.